Event description:
It has been reported to philips that the equipment was not starting up properly. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system application was not starting. Review of the log file showed that communication failure with the flexvision cpu is discovered. Upon functional testing fse found that the issue with the flexvision pc. Fse replaced the flexvision pc, hdd and reloaded the firmware and software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and evaluation method codes were corrected.